Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that the trigger on the battery oscillator device was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the trigger was sticky which no longer returns to the initial position, dislocation of the pressure disk at the saw blade coupling. It was also determined that the device failed pre-test for chuck saw blade coupling and trigger test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. The saw blade coupling issue was escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the trigger was sticky which no longer returns to the initial position, dislocation of the pressure disk at the saw blade coupling. It was also determined that the device failed pre-test for chuck saw blade coupling and trigger test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. The saw blade coupling issue was escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.